Event description:
It was reported that during a biventricular pacemaker implant, while maneuvering the steerable catheter near the coronary sinus ostium, the tip of the catheter broke off. The full catheter was removed. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found a fracture approximately 0.73" from the distal end of the catheter, leaving approximately 0.1" of the proximal end of the molded tip. The fracture didn't occur at a joint. It occurred where the inner tubing of the pebax (a thermoplastic block co-polymer) t-lumen meets the inner diameter of the molded tip. The fracture did not display any signs of being a tensile mode failure. Because of post-fracture damage, it was difficult to determine the initiation site and whether any of the clustering of the tungsten carbide contributed to the fracture. The tip of the catheter beyond the fracture was not available for analysis.